Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during second firing on a laparoscopic procedure while operating in the abdominal cavity, when the surgeon closed the jaws at an angle, the jaws articulated without closing. The device was taken out of the abdominal cavity and was reassembled from the adapter; the problem was solved. There was no patient injury.